Manufacturer narrative:
Investigation coordinated by synthes gmbh. Report received indicates that the plate was bent around the middle long screw hole. The measurable dimensions of the plate were checked and found to be in compliance with the technical drawings and specification. Examination of the raw material testing certificates and the mfg records showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specification and with the international standard.

Event description:
Pt implanted with ti lcp volar column distal radius plate on (B)(6) 2011. Surgeon noticed wrist was bent at 6 week f/u visit. X-rays confirmed bent plate . Reportedly, pt fell and claims to have protected wrist from fall. Plate was removed (B)(6) 2011 and pt revised to another plate. During revision surgery, new plate appeared to have bent and a radial styloid plate was placed to support the new plate.